Event description:
The initial reporter received questionable ise indirect k for gen.2 results for two patients tested on a cobas 6000 c (501) module. The questionable results were not released outside of the laboratory. Sample (B)(6) had an initial potassium result of 6.9 mmol/l at 9:34 am, with a repeat result of 4.14 mmol/l at 10:18 am. Sample (B)(6) had an initial potassium result of 6.15 mmol/l at 3:21 pm, with a repeat result of 3.89 mmol/l at 3:36 pm. The potassium electrode lot number is 10825441001. The expiration date was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2021, the field service engineer (fse) performed performed ion-selective electrode (ise) piping checks and cleaned the sipper. He performed an ise check and sample results reproducibility tests with acceptable results. He also noted that the electrodes were scheduled for exchange. On 16-nov-2021, the electrodes were changed. On 17-nov-2021, calibrations and qc were performed. The instrument was returned to routine. The fse noted dirt in the reference solution piping and that the ise bath was off the guide pin. He also checked the sipper electronics settings. He then corrected the installation of the ise bath, cleaned the pipe and filter of the reference solution and corrected the sipper height adjustment. He performed ise checks, electrode conditioning, calibrations and qcs with acceptable results. On 18-nov-2021, the fse confirmed with the customer that the analyzer's performance was stable. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.